Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was no longer holding a charge because ¿she let it run down¿ on occasion. This issue was discovered in (B)(6) or (B)(6) of 2018. The patient requested to have a manufacturer representative (rep) present at their next appointment with their healthcare professional (hcp) on (B)(6) 2018 for help. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins did not hold a charge. The patient said they wanted their current ins to be non-rechargeable because of their age and because they have had so many back surgeries, so they can't remember to recharge. The patient said they noticed the ins did not hold a charge for quite some time now, a couple of years and they let it run down frequently because they can't remember. The patient also noted they had a fall the first part of (B)(6) 2020 and was in the hospital and rehab for a month to 6 weeks, and they did not charge it and it ran down. The patient explained in the fall they broke 3 ribs and 2 vertebrae in their back, then after that had a couple of little surgeries. The patient said they probably had a cat scan and the hcp found it did not appear the electrodes were damaged. The patient was redirected to continuing working with their hcp and rep.